Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage and stent dislodgement occurred. The 90% stenosed, target lesion was in the distal portion of the moderately tortuous right coronary artery (rca). The physician attempted to advance a 3.0x32mm taxus express2 drug eluting stent (des) to the target lesion but it was unable to cross. It was noted that the distal edge of the stent was "lifted up". The physician attempted to remove the device and the stent dislodged from the stent delivery system. The stent was able to be removed using an unk type forcep. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good". Additional information was requested but is not available.

Manufacturer narrative:
.